Manufacturer narrative:
(B)(4). A non covidien service provider found the o2 sensor, exhalation servo valve to be faulty. The service provider replaced the exhalation servo valve and o2 sensor, performed calibrations and the ventilator was returned to use. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed

Event description:
It was reported that during set up the e360 ventilator had o2 sensor error. There was no patient involvement.